Event description:
The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. X-rays for the patient were reviewed. The generator placement was determined in the left chest. Due to the scope and quality of the image, the pin could not be assessed to be past the second connector block. The feedthrough wires appeared to be intact from the images provided. The lead was visualized in the chest and neck. There appeared to be a strain relief bend, however, there did not appear to be strain relief present per labeling. There was only one tie down present. Based on the scope of the image, a portion of the lead appeared to be routed behind the generator. Based on the quality of the image, it cannot be determined if the lead wires were intact at the connector pin. The lead was assessed for fractures and discontinuities and none could be seen from the visible portion of the lead. Based on the x-rays received, the cause for the high impedance cannot be confirmed; however, an anomaly was noted that may be a contributing factor. Note that the presence of a lead discontinuity the portion of the lead that is not visible in the provided images and/or a microfracture cannot be ruled out.

Manufacturer narrative:
B5. Event description - correction - inadvertently did not include device history record review in initial MDR submitted. H6. Adverse event problem - type of investigation - correction - inadvertently did not include b14 for device history record review in initial MDR submitted.

Event description:
Implant card for the patient was received noting the lead was replaced. It was indicated that the replacement was due to high impedance and the surgeon noted that the lead was noticeably frayed. The surgeon suspects the cause was the patient's manipulation due to excessive popping of the neck and was cut down to less than 2 cm. The lead is not available for return as the hospital keep all explants for examination. No additional relevant information has been received to date.

Event description:
It was reported that the patient was seen in clinic and device showed high impedance and low output current warning. No known surgery has occurred to date for the reported event. No additional relevant information has been received to date.